Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in (B)(6) 2025, the patient underwent hernia repair surgery involving the implantation of a mesh. The patient had post -operative concerns, however in a subsequent post-operative office visit in (B)(6) 2025, no complications were identified by the physician and no additional diagnostic imaging was ordered. The patient was seen by the physician again at the facility wherein the patient disclosed a prior hernia repair performed in the (B)(6) 1970s and stated that mesh was not believed to have been used. An ultrasound imaging from (B)(6) 2025 reportedly showed no evidence of prior mesh implantation. Based on the physician¿s examination, the patient was informed that findings appeared normal. However, in the months following surgery, the patient¿s condition failed to improve. The patient reported constant pain, loss of normal function, and a drastic decline in quality of life, including depression and isolation. The patient¿s condition and appearance continued to worsen and in (B)(6) 2026, after the onset of bleeding, the patient sought care at an urgent care facility. Diagnostic imaging, including ultrasound and CT (computed tomography) scans, were performed, and referrals to surgical and urology specialists were made. An evaluation of a surgeon stated that the patient¿s condition as unusual and complex describing it as ¿a real mess¿.  The patient later visited the emergency department overnight and was advised to obtain a referral for a second opinion, which was denied. The patient then sought a urologist which stated that the patient has a suprapubic/bladder mass. The after-visit summary documented that it was unclear whether the mass was related to implanted mesh or to cancer or other causes.